Event description:
Field service engineer reported a colleague infusion pump with a depleted battery. The reported condition occurred upon power-up. There was no report of patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of depleted battery was confirmed. The main batteries were replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).